Event description:
It was reported that during a lap gastric bypass the surgeon fired the device across the stomach and received significant bleeding along each of the staple lines. The blade did not engage, but the staples were fired. Another device was opened to complete the case. There were no further pt consequences.